Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/03/2023, it was reported by a sales representative via email that an ar-7820 fibertape cerclage disposable tensioner broke. This was discovered during a case, and the case was completed by using a new ar-7820.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure is a user error applying the correct deploying technique. The surgical technique advises to "take caution to avoid over tensioning and going beyond the fourth gauge line, where the tensioner¿s spring is nearing its maximum compression.". Additionally, before retensioning, turn the handle completely counterclockwise to ensure the tensioner shaft is fully extended and in the starting position."